Event description:
It was report that the patient presented in emergency room for an unrelated reason. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2014. The patient was in good condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.